Manufacturer narrative:
Outcomes attrib. To ae corrected from other to required intervention. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a complete circumferential tear 7mm from the proximal balloon weld. The distal portion of the balloon is bunched up near the tip. There is tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body and a stent was implanted to treat the dissection.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture, catheter removal difficulty and vessel dissection occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion; however, during the first inflation at 16 atmospheres, the balloon ruptured. During removal, the physician encountered difficulties pulling out the device from the patient and what was observed were two crumpled ends of the balloon with the shaft joining them in between. Subsequently, a vessel dissection occurred. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.